Event description:
It was reported that the pulse generator exhibited no output. In (B)(6) 2011, the patient received radiation therapy to the upper spine and elective replacement (eri) was tripped. The current battery voltage was 2.75v. There was no capture in unipolar or bipolar mode at 7.5v. The patient was programmed to unipolar pacing configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.